Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/6/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle tip broke off. Both the needle and fragment were removed from the patient. An x-ray confirmed that no remaining pieces were left behind. This was discovered during a procedure on (B)(6)2025.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.